Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus required an emergent trach change was needed due to the flange tearing. Event could lead to possible loss of airway control. No patient adverse events reported.

Manufacturer narrative:
Two bivona neo/ped flextend plus tracheostomy tubes were returned for analysis in used condition. Upon visual inspection, both units were observed to be used and multiple splits to the neck straps. The manufacturing process, training, and assembly process were all reviewed. Thirty-tow units were taken from the inventory floor to look at molding issues; no discrepancies found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.